Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l4-5 posterior spinal fusion. Removed 8 mm x 55 mm viper2 screw in l4 pedicle. Replaced with 9 x 55 viper2 screw. While inserting the screw, the tulip head popped off the screw.